Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy procedure, the balloon was not able to inflate. A new product was used and no issue occurred. The event occurred during the procedure but the product was not used for patient. No patient injury.